Manufacturer narrative:
A device history record (DHR) was conducted on the reported lot number. The DHR did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the cuff of the device would not deflate. The facility tested the cuff prior to intubation. There is no report of a pt injury.